Manufacturer narrative:
The cause of this complaint is unk. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under investigation. Retrospective review - this event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or the residual h2o2 on the load following a completed cycle.

Event description:
A health care worker experienced a painless burn with whitening of the right index finger after touching items in a sterrad 100s upon completion of the cycle. The worker did not seek medical attention and the symptoms resolved within one day. The worker was not wearing gloves and the vaporizer plate was in place at the time of the event.